Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor triggered the threshold suspend when his blood glucose was not low. Customer's sensor glucose was 44 mg/dl and blood glucose was 160 mg/dl at time of call. Customer mentioned the sensor cannula was bent. Sensor had alarmed multiple calibration error alarms. After troubleshooting, customer will not be returning the device for analysis.